Event description:
It was further reported that resistance was noted with the thrombectomy catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a thrombosis and stent damage occurred. The lesion was located in the mid left anterior descending artery. The lesion was predilated with an unknown 2.5mm balloon. A 3.0x32mm promus element stent was advanced to the lesion and deployed at 18 atms. The patient experienced chest pain and thrombus formation was noted on a non bsc wire. A thrombectomy catheter was used to remove the thrombus. The lesion was predilated with an unknown balloon and it was noted that the flow in the vessel was compromised. Use of ivus noted good distal deployment of the stent, but proximal stent damage. The procedure was completed with this device. No further patient complications were reported. Patient status is listed as stable. Additional information was requested but is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).